Event description:
Additional information was received from the user facility. The event occurred during cardiopulmonary bypass, there was no delay in the procedure, the product was changed out, and the surgery was completed successfully with no patient effect.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 24, 2021.   Upon further investigation of the reported event, the following information is new and/or changed: b3 (date of event - added date); b5 (describe event or problem - added additional information); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information); h6 (adverse event problem 2199, 4582, 11). Component code - 2199 - no health consequences or impact. Health effect - clinical code - 4582 - no clinical signs, symptoms or conditions. Conclusions - 11 - conclusion not yet available. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H4 (device manufacture date). H6 (identification of evaluation codes 3331, 4114, 3221, 4315). Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The affected sample was not returned; therefore, an investigation could not be conducted. Pictures were provided where discoloring was observed and is likely a corrosion. A possible cause of this event is galling of the handle threads. Galling is a form of wear caused by adhesion between sliding surfaces. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that the arm would not lock. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).